Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries failed because the system was left on and unplugged. The representative could not replicate the battery issue but replaced the motion batteries as a precaution. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the motion batteries are not holding a charge. There was no patient present when this issue was identified.